Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker four months ago was at five and a half years remaining but currently showed six and a half years battery life remaining. A data analysis was performed which indicated that the device was previously at high rate atrial sensing, the power level has dropped that caused the battery longevity to increase. Moreover, the device has signal artifact monitoring (sam) installed and minute ventilation (mv) was on. It was then advised to consider disabling sam. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery life of this pacemaker four months ago was at five and a half years remaining but currently showed six and a half years battery life remaining. A data analysis was performed which indicated that the device was previously at high rate atrial sensing, the power level has dropped that caused the battery longevity to increase. Moreover, the device has signal artifact monitoring (sam) installed and minute ventilation (mv) was on. It was then advised to consider disabling sam. To date, the device remains in service. No adverse patient effects were reported. This product has not been returned. However, the associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Additional information received indicates that the device was explanted and returned to bsc. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did meet longevity expectations. Device memory was reviewed. It was also noted that the device sensed in the atrial chamber time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that the battery life of this pacemaker four months ago was at five and a half years remaining but currently showed six and a half years battery life remaining. A data analysis was performed which indicated that the device was previously at high-rate atrial sensing, the power level has dropped that caused the battery longevity to increase. Moreover, the device has signal artifact monitoring (sam) installed and minute ventilation (mv) was on. It was then advised to consider disabling sam. To date, the device remains in service. No adverse patient effects were reported. This product has not been returned. However, the associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Additional information received indicates that the device was explanted and returned to bsc. No additional adverse patient effects were reported.